Event description:
Device malfunction: none. Symptoms/ae: bilateral leg weakness and difficulty walking. Time of symptoms/ae: 24 hrs post procedure. It was reported that 24 hrs post-procedure, the pt experienced mild hip flexor weakness in both legs (right greater than left). The remaining neurological exam was normal. Findings from the brain MRI indicated no intracranial mass, hemorrhage, midline shift, ventricular dilation, or extra-axial fluid collection. Findings from the brain CT indicated mild bilateral periventricular white matter change consistent with small vessel ischemic changes. There is no acute hemorrhage noted. Progress noted dated 2006 reported hemispheric embolic stroke. The pt was referred to a rehab facility next day and was determined to be clinically stable. No add'l info is available.